Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted in can current drain (iccd) test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field.

Manufacturer narrative:
Concomitant product: 419678, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri) prematurely. The device was explanted, replaced, and downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.